Manufacturer narrative:
Retainer = clear customer returned insulin pump for an alleged critical pump error (open book image) alarm, pump error 35 alarm, and moisture damage found on (B)(6)2021. The insulin pump was received with a blank display after battery installation. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test, download the trace/history files, or verify critical pump error (open book image) alarm and pump error 35 alarm due to blank display. Device was cut open to perform visual inspection. Corrosion and moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), keypad flex tail, motor and force sensor. A test electrical board 1 was swapped out, cleaned electrical board 2 with isopropyl alcohol, and the blank display persist. Blank display is due to corrosion/moisture damage on the electronic assembly (electrical board 1 and electrical board 2). The force sensor zero offset is within specification and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, cracked battery compartment, pillowing keypad overlay, and cracked battery compartment. Device was received with a blank display due to moisture damage. The critical pump error (open book image) alarm and pump error 35 alarm are unknown due to a blank display. Device was cut open to perform visual inspection. Heavy corrosion/moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), keypad flex tail, vibrate harness assembly, motor and force sensor and the j7 connector was broken off of electrical board 1 due to the heavy corrosion. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.